Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 46 mg/dl. The customer treated his blood glucose level with a cookie. He was a little shaky and sweating. The insulin pump's programming was inaccurate. The reservoir was showing more insulin than what was shown on the status screen. The device was not returned.